Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the outpatient hospital unit and commanded shocks were delivered to test the system. Shock impedance measurements were noted to be within normal limits during this evaluation. The cause of the out of range measurements were suspected to be related to calcification buildup on the lead. The remote home monitoring alert trigger was increased and monitoring will be continued. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms resulting in the ICD emitting beeping tones. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device delivered inappropriate shock therapy for a supraventricular tachycardia (svt) and recorded a shock lead open message while delivering the shock. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Additional information was received that upon opening the pocket, calcification was observed in the pocket. This was felt to be the root cause of the reported clinical observations. A pocket debridement was performed at the time of device and lead replacement.